Event description:
An optometrist reported a case of corneal haze, in periphery of a left eye. Pt was treated with a mile steroid, with a slow taper. Reporter mentioned pt reported dry eye, and left eye was weaker than the right. Pt also expressed interest in an enhancement, for the left eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).